Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 (initial reporter). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse states that the front panel board is faulty and needs replacement. The customer refused to repair the device. Since the customer has refused repairs, the complaint can be closed. Reopen the complaint once the customer decides to proceed with the repairs.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump(iabp) had an electrical test failure 119 upon powering on before use. There was no patient involved.